Event description:
The customer reported a system message displayed during phaco. The handpiece stopped irrigating during surgery. They tried to "cancel" without success. The system was then rebooted and re-primed in order to complete the case. A five minute delay was experienced. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the system and confirmed the problem reported. The solenoid washers were replaced. The system was then tested and met all product specs. (B)(4).